Manufacturer narrative:
Qa evaluated the returned meter and found that the display would not light up when meter was in the electronics test mode only. There was rust observed on the batteries. Unable to confirm check test out of range.

Event description:
The customer received a blood glucose reading of 325 mg/dl from his breeze 2 meter and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left. Only the meter was returned for eval for check test being out of range. Replacement meter was sent.